Event description:
Caller reports back to back results on a neonate of 248mg/dl and 84mg/dl while using the inform system. Caller reports quality controls are performed every 24 hours and all results have been in range. No adverse event reported. Caller reports no strips to return; replacement was sent.